Event description:
As reported: "revised a mako left medial uni due to tibial loosening and disease progression." Patient was revised to a tka.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex hv cement mix was reported. The reported device is an OEM product. Supplier issue ref # rm2022/143. Immediate action: check of batch documentation. No deviations. Root cause: patient specific cause. Final risk assessment: to exclude a product specific cause, the batch documentation was checked. No deviations. 4 years after implantation, the case is not an early loosening and a patient specific cause is most likely.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Device not returned.

Event description:
As reported: "revised a mako left medial uni due to tibial loosening and disease progression." Patient was revised to a tka.